Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During device preparation for the atrial flutter ablation procedure, after the tacticath se ablation catheter had been appropriately connected to the tactisys unit, it was noted that the contact force value displayed as "g" in purple text. The tacticath se was replaced, however, the issue persisted. The tactisys was also replaced, but the issue still persisted. Per the recommendation of tech services, the display work station (dws) was power cycled and all connections between the dws and the tactisys were replaced, including the ethernet cable. The tacticath se was replaced again, but the issue still persisted. After switching to another ablation catheter, the procedure was successfully completed with no adverse consequences to the patient.